Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the sureform 60 stapler instrument was not opening all the way. The surgeon stated that it felt sticky. The procedure was completing as planned. No known impact or patient consequence was reported.